Manufacturer narrative:
This report is for an unknown pfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the (B)(6) proximal femoral nail advanced ((B)(4)) for the fracture of proximal femur. During the surgery, the drill interfered with the nail. The measures to be taken were reviewed, and the drill passed successfully. The surgery was completed successfully within a thirty (30) minutes delay. The patient status was reported as stable. This event was caused by loosening of the aiming arm¿s screw. No further information is available. This report is for an unknown pfna. This is report 3 of 4 for (B)(4).